Event description:
Boston scientific has become aware of the following event: the lesion was 90% of stenosis with calcification and not tortuously at lad. The lesion was id2. Omm at distal and looked hard. It was used at left main trunk to lad proximal. Two neossoft wires were crossed to cx and lad, respectively. Gc; mach1 fcl4. Imaging was performed at lad. The stent 2.8-18 was implanted after ballooning with ryujin 1.5mm. Then, the cyper stent 3.0-13 was implanted with overlapped at proximal after ballooning with ryujin 2.5mm. A new neossoft was crossed to cx, which was crossed to cx at first was removed from the body. When imaging was tried to performed from lad for check the ostium of cx, the catheter got stuck at the mid of stents and be unable to remove. Though it could be advanced once, it couldn't be moved at pulled out. Therefore, it was tried to advance with holding the wire. However it was failed to advance. Though the imaging core was pulled out and the grandslam was inserted, it couldn't be moved. Used the 5f terumo catheter and .025 inch wire, it was failed to remove. At last, the catheter was pushed and rotated (like ancher technique) and the catheter could be removed. It was possible that the exit port got caught in the edge of stent which was overlapped. The exit port got lift when it was removed from the body with difficulty.

Manufacturer narrative:
The technical evaluation will be performed when the device is returned to manufacturer. The results of the evaluation will be provided in the supplemental report.